Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implant. Had a crease/fold on the anterior view and extended to the posterior view. In addition, a tear was identified within the crease/fold on the posterior view, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old asian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced right sided deflation and left sided capsular contracture post procedure. As a result, an explant was performed on (B)(6) 2022. Mentor became aware that these devices were mentor with their receipt on (B)(6) 2022. See 1645337-2022-07434 for contralateral prosthesis report.